Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary drawer 7 was not recovering storage space and it states drawer was not closed. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-feb-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system drawer 7 was failed. A field service engineer had inspected full height auxiliary drawer 7 which was not sensing closed. The fse removed back panel and latch sensor light was off. The fse replaced inseparable and rebooted device to resolve the issue. The drawer was reassembled and customer confirmed successful recovery. The system functioned as intended after the field service engineer repaired the device.